Event description:
Adverse event(s): "surgeon converted to an ecce in order to complete the surgery" (alternate procedure performed). Product problem(s): "touch screen is acting in an erratic manner" (erratic display). The facility reported the touch screen was frozen and acting in an erratic manner during a procedure. The surgeon converted to an extra-capsular cataract extraction in order to complete the procedure. A medical device questionnaire was sent to the surgeon requesting additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). Alternate procedure performed. (B) (4). (B) (4).